Manufacturer narrative:
The reporter informed the company that the product will not be returned.

Event description:
Bleeding - skin [skin haemorrhage], puncture side of nose [skin injury], cut side of nose [skin laceration], pain - gums [gingival pain], base where the toothbrush head sits detached, disengaging the brush head [device breakage] . Case description: consumer e-mailed and stated that the base where the toothbrush head sits had detached, disengaging the brush head. No serious injury was reported.